Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported will not boot when blue key inserted, which was confirmed during evaluation. The cause was determined to be a broken upper latch switch. The upper auxiliary was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump that will not boot when blue key was inserted during testing. The event happened at the biomed service on (B)(6) 2020. There was no patient involvement. No additional information is available.